Event description:
It was reported that during an unknown procedure, the handpiece failed. No further information was provided.

Manufacturer narrative:
Date sent: 6/27/2008. Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled. A torn acoustic isolator was found in the instrument. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.